Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that patient presented in clinic via remote merlin.net transmission. Upon interrogation, the lead exhibited oversensing. The lead had previously dislodged. On (B)(6) 2015 the pulse generator was programmed vvi and the lead remained implanted.